Event description:
Beginning in 10/94 after approx 2 mos of glove use rptr developed severe excema on her hands which continued to recur until 8/95 when she switched to vinyl gloves. Then in 11/95, she tried a pair of latex gloves after a case and within 5 mins she broke out with a generalized rash, mild respiratory distress, sneezing and itchy eyes. This reaction required a cortisone injection at the time of the event, in addition to the monthly injections she has been receiving since 8/95. She was forced to quit working since 12/95, secondary to latex allergies.